Manufacturer narrative:
1038671-2022-01290. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. Manufacturer narrative: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, and patellar loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided.

Event description:
It was reported via a legal notification that a male patient, initial right knee implanted on (B)(6) 2015, underwent a revision procedure on (B)(6) 2020, approximately 4 years 9 months post the initial implant procedure for synovitis, balance problems, ambulation difficulties, discomfort, pain, and osteolysis. No additional information.